Manufacturer narrative:
The apc/esu system was returned and thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. A review of the chronological log (including logged errors) on the reported event date ((B)(6) 2017) was performed. In summary; error code b-1c occurred at 2:14 pm settings - pulsed apc mode / effect 2 / 20 watts; maximum on time has been exceeded (i.e., a continuous activation of more than 40 seconds). There also were several activations between 15 and 30 seconds. Most likely there were many factors involved in the reported event. However, it appears that upon the intervention, the remaining wall did not stay intact which resulted in the perforation. Nonetheless, no conclusive determination could be made as to the cause of the incident. The account is being made aware of the findings. To further address the issue, additional in-service work is being offered to the involved medical staff. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc) with an electrosurgical unit (esu/generator, model vio 300 d, part number 10140-100, serial number (B)(4)) was used in a colonoscopy. A sidefire probe was used with the erbe system. No details involving the settings were provided. During argon plasma coagulation a perforation occurred and it was repaired. No information regarding the patient was provided. Note: the probe was discarded after the procedure and was not available for an evaluation. Finally, the apc/esu system was used in a following case without any issues.